Event description:
Ous MDR - boston scientific received information that post operative check was done, and it was elected to reposition this lead due to a lead dislodgement. Upon attempting to reposition this lead it was not possible to obtain an optimal position. Thus, the lead was capped/abandoned and the device port header for this lead was plugged. No adverse patient effects were reported. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.